Event description:
Boston scientific crm received information that this right atrial lead displayed no sensing and an out of range impedance measurement. The lead was found to have dislodged. During the lead revision procedure, resistance was experienced in retracting and in extending the helix in the new position. It took about 40 turns to get the helix to retract and extend. The lead repositioning was successful and resolved the issue. The lead remains implanted.